Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Race: african american. Concomitant products: 00875705602 62548178 shell with multi holes porous 56 mm o.d. Size kk for use with kk liners; 00885101236 62380269 neutral liner 36 mm i.d. Size kk for use with 56 mm o.d. Size kk shell; 00784802200 62492667 modular neck b 12/14 neck taper use with +0 heads only.

Event description:
It was reported that patient¿s left hip was revised approximately one month post-operatively due to periprosthetic fracture and pain. Operative reports noted stem loosening was discovered during the revision surgery. The patient¿s femoral head and stem were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Legal counsel for patient reported patient was revised due to unspecified allegations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative reports. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Operative reports indicate that the patient underwent an open reduction internal fixation (orif) procedure to correct the patient's bone fracture. During the procedure, the stem was found to be loose. The surgeon then utilized five (5) cerclage wires to secure the fracture. A competitor stem was implanted with a competitor head. There were no complications noted during the procedure. Zimmer acetabular components remained implanted and were not affected or addressed within this procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.